Manufacturer narrative:
Reported event: an event regarding patient allergy/reaction involving an unknown simplex cement mix was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. Medical records received and evaluation: no information was received for a clinical review. Device history review could not be performed as the device details are unknown. Complaint history review could not be performed as the device details are unknown. The exact cause of the event could not be determined because insufficient information was provided. Further information, including return of device, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
Left hip revision was reported. Patient complained of pain and the doctor believe the patient has an allergy to the cement. Doctor removed the exeter stem and ball and put in a new liner and securefit cup. No catalog and lot codes available. Hospital retained implants. No delay in surgery.